Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. The lead was suspected of a fracture. It was noted that the lead integrity alert (lia) had triggered; however, impedances were normal. The lead was reprogrammed, so detections were turned off. The next day the lead was capped and replaced. No further patient complications have been reported as a result of this event.